Event description:
Pt underwent implant of 2nd and 3rd ray in 2006 as treatment of hammertoes. Initial healing went well. Pt was compliant with footwear. Initial x-rays ok. About 4-6 weeks post-op, pt began to complain about "painful hardware". Dr explanted both products in three months. Pt had arthroplasty. Pt currently doing very well.

Manufacturer narrative:
At explant, the ipj implant in 2nd ray was broken. The implant in 3rd ray was fine - doctor broke when removing it. Not sure which lot used in 2nd ray. No anomalies in DHR. Review of complaint database shows no other complaints for these lots. Last complaint for this part number rec'd in 2004. During conversation with doctor, he stated he did not believe the implant was faulty. He thought it more likely pt had stubbed foot due to her loss of sensation, resulting in implant damage labeling states product is not designed to withstand excessive forces. Lots: 1007773, expiration date: 2009.